Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was significantly past elective replacement indicator (eri) and therefore was experiencing inconsistent capture. The right atrial and right ventricular lead were also registering low impedance. It was noted since the device was unable to produce enough voltage, the impedance readings would not be accurate. Telemetry testing also noted the device was at end-of-service (eos) and would be unable to produce enough voltage as a result. The patient presented for a generator change on (B)(6) 2020. During the generator change, the physician noticed that the atrial lead had an insulation break. The physician was unable to distinguish if this happened during the generator change or prior to the procedure. The lead was repaired with a lead repair kit and tested. The lead was found to be functioning properly. The device was explanted and replaced. Once attached to the new generator, the leads were tested and were within normal measurements. The leads were not replaced and were stable. The patient was stable.